Event description:
It was reported that during a cystogastrostomy procedure, the device got stuck during the surgery. The stapler was fired but when the closing trigger opened after pressing anvil release, the jaws got stuck. Case was converted to open. It was reported the patient is fine.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device difficult to close or fire? What structure was the device stuck? How was the device removed? When removed had the device stapled and cut? What was the indication for the procedure? When the release was hit did the firing and closing trigger open completely? The analysis results showed that one tsb35 device was returned with the clamping mechanism damaged. An tr35b cartridge was loaded on the device fully fired and with the cartridge deck, drivers and lockout damaged. The damage to the cartridge deck and drivers is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can become damaged or break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In order to verify the condition of the internal components the cartridge was disassembled and a wedge sled was found to be damaged. No functional testing could be performed due to the found condition of the reload and device. The device was disassembled to verify the condition of the internal components and it was confirmed that the clamping mechanism was damaged. This damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated or hard object. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.